Event description:
It was reported that pump quick bolus and wake button did not function as expected and required extreme pressure or multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case and, under guidance from technical support, firmly pressed center of button while supporting opposite side of pump, after which pump display turned on and customer acknowledged button functioned as intended.